Event description:
It was reported that the unspecified bd infusion set experienced leakage, and air bubbles. The following information was provided by the initial reporter: patient reported leak from blinatumomab tubing. Line assessed and tiny bubbles seen below second port of tubing line.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced leakage, and air bubbles. The following information was provided by the initial reporter: patient reported leak from blinatumomab tubing. Line assessed and tiny bubbles seen below second port of tubing line.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the tubing was leaking and there were tiny bubbles seen below the second port of the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.